Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer dropped the pump and the touch screen became shattered. Customer is unable to read and interact with the pump touch screen due to the damage. Customer's blood glucose was 125 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.